Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
The device is enroute to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert associated with a fault code#1003 *voltage too low for projected remaining capacity). Ts discussed the issue and suggested that the patient should be scheduled for device replacement. The local representative was informed that a memory upload could be performed that may provide additional information on the status of this device. The patient was scheduled for device replacement and the local representative wanted to discuss this issue further. Ts explained that the fault code is an early warning indicator of premature battery depletion.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was explanted without incident.

Event description:
--